Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2021 on hospice care. There were no concerns for pump dysfunction and an autopsy was not performed. It was also communicated that heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. The hm3 lvas IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU, is currently available. Section 1 of this IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Although the patient¿s right heart failure and renal dysfunction were not device related and existed prior to implant, the IFU lists right heart failure and renal dysfunction as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, the IFU explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17jul2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2021. The patient had right heart failure and was on home milrinone. The patient also had a cardiomems system and end stage renal disease.